Event description:
Boston scientific received information that the right atrial lead exhibited high out of range pacing impedance and threshold measurement. Additional information was received that ra pacing impedance measurements were greater than 2,000 ohms, with atrial threshold measurements of 6.5v@1ms. Additionally, artifact was observed on the ra lead and the lead was programmed off. Right ventricular lead pacing impedance measurements were 1,600 ohms. The device was reprogrammed to vvir. A chest x-ray showed a kink in the ra and rv leads, near the clavicle. It was believed that the ra lead may have already fractured. A revision procedure was to occur. The patient with this implanted system reportedly felt malaise as a result. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.